Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced cannula being bent event on 01 apr 2026, noticed after three hours and it has been in use for one to two days which led to the event leading to high blood glucose and was treated with correction injection via multiple daily injections (mdi).